Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation.(B)(4).

Event description:
Customer reporting 1 event of false (B)(6) reactions with 0.8% resolve panel a lot# vra242 with sample from patient with previous history of anti-e. According to customer, sample was initially tested with 0.8% selectogen lot # vs900-2 and saw 1-2+ with- cell #2. However, during antibody workup, they saw no reactions with e+ positive cells on 0.8% resolve panel a, lot vra242. Customer claimed sample was sent to reference lab for additional work up and anti-e was ID. (Method used for testing not provided). However, customer is concerned with false (B)(6) reaction with panel cells and is requesting alternative lot. Further added daily qc was performed and ok. Issue started on: (B)(6) 2016; reported (B)(6) 2016. Methodology used: manual gel. Incubation time (for manual test only): 15 min. Test not repeated; but sent to reference lab for additional work-up. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU . Pipette used: all mts compatible equipment. Cts discussed titer level of antibody and panel e+ cells. However, customer felt the panels showed should have reacted with antibody and wants an alternative set of cells.